Event description:
The st. Jude medical representative phoned to report noise on the high voltage ventricular lead which led to one inappropriate therapy. A review of the faxed electrograms indicated noise that is characteristic of a lead fracture. A lead replacement may be scheduled.